Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient¿s eye. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received for reported stuck in cartridge; product deficiency was not identified. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is having hard time seeing and it looks like he is seeing through plastic with an intraocular lens (iol) in the right eye. Through follow-up, it was learned the patient is not seeing clearly. The patient has been experiencing blurriness in both eyes since the second eye (right eye) iol was implanted about 1-2 weeks after the surgery was performed in 2018. The patient has quit driving since the blurriness has affected his activities of daily living. The surgeon had indicated there were no issues with his eye and lens looked fine. The patient received a laser treatment sometime this year (exact date unknown) possibly in the right eye as he was informed he had secondary cataracts in both eyes. The patient was fitted for glasses, however, it does not help since he has macular degeneration (md). No other treatment was provided. No additional information was provided. Patient has bilateral lens implants. This report captures the lens implanted in patients right eye.